Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021 based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7079748. Product family: scs-ipg-r-MRI: upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 354212.

Event description:
It was reported that the patient was experiencing extreme sharp pain due to lead migration as confirmed through x-ray. The patient underwent an explant procedure wherein entire system were removed. The patient was doing well post-operatively. The explanted device components were not returned.